Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, a stained keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was unknown. The customer states the highs were treated with pump and shots. The customer is still at the hospital. Troubleshoot was conducted. The device failed the high pressure test. The customer was advised the pump would have to be replaced and returned for analysis.